Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power up) has been confirmed. As received, the monitor would not power on. Upon service investigation, there was a segmentation fault while performing a flash memory test. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer/analog board. The root cause of the flash memory failure cannot be positively identified. No adverse event resulted from the defective components. The patient received a replacement monitor.

Event description:
A (B)(6) old male patient called zoll customer support to report that his monitor would not power up. The patient was issued a replacement monitor.